Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: during insertion of a cvc into the left subclavian vein, the needle hub broke and detached. The device was inserted without any force. Due to the detached needle, air was drawn into the syringe during aspiration. The cvc was inserted into the left internal jugular vein with a new set. The patient's current condition was not available. It was reported the cannula could be removed without any problems and a new cannula inserted without any complications. There was no patient harm reported.

Event description:
It was reported that: during insertion of a cvc into the left subclavian vein, the needle hub broke and detached. The device was inserted without any force. Due to the detached needle, air was drawn into the syringe during aspiration. The cvc was inserted into the left internal jugular vein with a new set. The patient's current condition was not available. It was reported the cannula could be removed without any problems and a new cannula inserted without any complications. There was no patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one introducer needle and lidstock for analysis. Signs of use were observed on the needle cannula. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was smooth at the cannula separation point. An additional portion of the hub broke and separated and was not returned. It was also confirmed that the hub on the returned sample is the new hub design, which matches the bill of materials. Functional inspection was not able to be performed due to the damage to the needle hub. A device history record review was performed, and no relevant findings were identified. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was separated. A device history record review was performed, and no relevant findings were identified. Based on the sample provided, design caused or contributed to this event. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. Investigation of this issue is documented under a CAPA. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.